Event description:
It was reported that during a tumor ablation procedure, blue and purple pixels appeared adjacent to the probe. The laser power output was decreased which did not resolve the problem. The phase encoding direction was then changed on the thermocouple sequence which also did not alleviate the problem. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.